Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence as the device was not working properly. A surgical procedure was performed, during which a fluid loss from the tubing was noted. The existing device was removed. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.